Event description:
It was reported, the pt's ipg was explanted on (B)(6) 2013, but the pt's lead was left implanted. The reason for the explant is currently unk. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.